Manufacturer narrative:
Sensor 0m0060j4mg8 has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving the error message, "the sensor is not working," when scanning the adc freestyle libre sensor with freestyle librelink, 2.2.24530 *os version:2.0.0. On (B)(6) 2019, the customer did not experience glycemic symptoms, but as a result of the customer not being able to monitor their blood glucose, the customer made hcp contact. A blood glucose of 190mg/dl blood was obtained on an unspecified meter and the customer was treated with an injection of insulin (dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, "the sensor is not working," when scanning the adc freestyle libre sensor with freestyle librelink, 2.2.24530 *os version: (B)(4). On (B)(6) 2019, the customer did not experience glycemic symptoms, but as a result of the customer not being able to monitor their blood glucose, the customer made hcp contact. A blood glucose of 190mg/dl blood was obtained on an unspecified meter and the customer was treated with an injection of insulin (dose unknown) for hyperglycemia. There was no report of death or permanent injury associated with this event.